Event description:
It was reported to philips that the heartstart xl+ alarmed and reported a power detection fault, causing treatment to be disabled; the device was restarted and the same fault was found. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device alarmed and reported the power test failed. There was no patient involvement at the time the issue was discovered. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, the customer confirmed that the device was back to work functionally after replacing the capacitor. Based on the information available and the testing conducted, the cause of the reported problem was defective capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer only.